Event description:
It was reported that a high blood glucose level of 507 mg/dl. Cause was not known. The customer did not take any corrective actions and declined a supplies or system check. No further assistance was required.